Event description:
Contact reports patient implanted with the charite artificial disc had post-op pain and moderate subsidence. A revision was performed to remove the implant and a perfusion completed. As surgical intervention occurred an MDR is being filed to document this event.